Event description:
The custopmer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, fuses, and connectors. The system operates as intended.